Event description:
Consumer called to report her meter is not reading accurately. Tested and got a 158 and dosed accordingly. Passed out and emt was called for assistance. Thinks his blood sugar was lower than the meter was reading.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.